Event description:
The customer reported that during a breast surgery a sponge was placed partially in and out of the patient incision. The electrosurgical pencil was being used and it arced and the sponge caught fire. The sponge was immediately removed from the patient and the fire on the sponge was put out by the nurse. There was no injury or burn to the patient or staff.

Manufacturer narrative:
(B)(4). The pencil tested to specification and functioned normally when activated on a forcefx generator. The tip of the electrode had some charring that would normally be expected after use. Some amount of arcing is normal in electrosurgery. The IFU warns: "fire hazard: do not place active accessories near or in contact with flammable materials (such as gauze or surgical drapes), flammable gases or high levels of oxygen. Electrosurgical accessories that are activated or hot from use can cause a fire". The pad was received with the original pouch but stuck to a piece of paper and could not be removed for visual inspection or testing. The generator was tested by the site and not returned since it checked out ok by their clinical engineer.